Event description:
A defective access needle led to additional arterial punctures for pt with acute mi requiring emergent cardiac cath. The needle for access would not permit passage of a .035 wire. Both femoral arteries were cannulated without success. The defective needle was realized when the .035 wire also would not pass in the brachial artery, but a .025 wire did pass. The needle was inspected and found to be defective. The pt did not experience an untoward outcome from this event. Additional note: this item has been inside a custom-packed tray since the tray was created by the distributor in (B)(6) 2009. Our facility has not had any previous problems with these needles.